Event description:
It was reported that during a continuous renal replacement therapy (crrt) with a prismax machine, a 9l effluent bag fell off the hook, thus triggering a scale alarm. Once the bag was placed back on hook, the machine shut down and blood in the extracorporeal circuit was not returned to the patient. The patient experienced a hemoglobin dropped, became hypotensive and a blood transfusion was administered. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.